Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplemental report will be submitted if provided.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During device analysis, the service repair technician identified objective lens had pinholes on glue, chips on lens, white residue in air water channel and air water cylinder. There was no patient involvement.